Event description:
The user facility reported a 76-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant called requesting assistance with changing a cassette due to ¿purge disc not detected¿ alarm. After the abiomed clinical support consultant troubleshot the issue, it was ¿failed to prime¿ alarm. A second cassette attempt was unsuccessful. The nurse obtained a backup console and transferred it over.

Manufacturer narrative:
The investigation into the reported "automated impella controller (aic) - purge disc/flag issues" has been completed. Product was returned for investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. During data analysis, the mc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times and was unable to complete case wizard. The root cause of the issue was a broken/missing purge flag.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03217 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).